Manufacturer narrative:
Ptc investigation result was received on 08-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and in 2 weeks was admitted to the hospital with severe pain/ pelvic pain and she couldn't breathe. Later, ultrasound showed one of her coils was missing (interpreted as device dislocation) and the other coil was perforating her uterine wall. Hysteroscopy was done to remove the coil perforating uterine wall, and a laparoscopy was performed to remove her damaged fallopian tubes. Events severe pain/ pelvic pain and couldn't breathe were considered serious due to hospitalization, while the remaining events are serious due to medical significance. All events are listed in the reference safety information for essure, except for couldn't breathe. Pelvic pain may occur after essure insertion. Given the nature of this event and positive temporal relationship, causality with essure cannot be excluded. During essure use there is a risk that the device could move out of fallopian tubes. In this case one of her coils was missing; the exact location of this coil was not known. Given the nature of this event, causality with essure cannot be excluded. Uterine perforation may occur with trans-cervical intrauterine procedure, including essure insertion. In the present case one of her coils was perforating uterine wall. The exact date and mechanism of this perforation were not described. However, given the nature of this event, causality with essure cannot be excluded. Consumer reported that laparoscopy was done to remove her damaged fallopian tubes. Although the exact nature of this damage was not specified, it is possible that this was referring to a fallopian tube perforation. Therefore, causality with essure cannot be excluded. Regarding couldn't breathe, due to its nature this event was assessed as unrelated to essure. Non-serious events were also reported. This case was regarded as incident due to required intervention and hospitalization. The product technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date 12-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009. Within two weeks after insertion she was admitted to the hospital with severe pain and she couldn't breathe. The hospital admitted her overnight for observation and her doctor was called. He told her that her pelvic pain, the migraine, inability to breathe and other symptoms were all in her head and there was nothing wrong with her. A year later she started noticing that she had more frequent migraines, aches in legs and lower back. As time went on more symptoms appeared and she went to her general doctor yearly sometimes more often and she would run tests everything came back normal but her symptoms persisted. In 2013, she began to have extremely heavy periods that lasted in excess of 9 days. Along with those long heavy periods was intense pelvic pain that had her curled in a ball for days. She suffered what felt like a miscarriage on more than one occasion, but was sure it wasn't possible because she had the essure coils and all tests that proved they were working in 2010. In the following year she gained 24 lbs rapidly. She began to blow up and at times appeared to be 6-7 months pregnant. The migraines were almost daily. She had intense pain and sometimes felt like something was catching if she stood up straight she could feel a ripping sensation that brought her to her knees in pain. She began to have chronic fatigue, back pain, leg aches and insomnia. Ultrasound was performed and showed one of her coils was missing and the second coil had moved and was perforating through the uterine wall. She had a hysteroscopy done to remove the coil perforating her uterine wall, the doctor had to perform a laparoscopic surgery done to remove the damaged fallopian tubes and unfortunately they were unable to locate the second essure. Her doctor was hoping that it passed and was not floating around in her abdomen. Company causality comment: this spontaneous report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and in two weeks was admitted to the hospital with severe pain/ pelvic pain and she couldn't breathe. Later, ultrasound showed one of her coils was missing (interpreted as device dislocation) and the other coil was perforating her uterine wall. Hysteroscopy was done to remove the coil perforating uterine wall, and a laparoscopy was performed to remove her damaged fallopian tubes. Events severe pain/ pelvic pain and couldn't breathe were considered serious due to hospitalization, while the remaining events are serious due to medical significance. All events are listed in the reference safety information for essure, except for couldn't breathe. Pelvic pain may occur after essure insertion. Given the nature of this event and positive temporal relationship, causality with essure cannot be excluded. During essure use there is a risk that the device could move out of fallopian tubes. In this case one of her coils was missing; the exact location of this coil was not known. Given the nature of this event, causality with essure cannot be excluded. Uterine perforation may occur with trans-cervical intrauterine procedure, including essure insertion. In the present case one of her coils was perforating uterine wall. The exact date and mechanism of this perforation were not described. However, given the nature of this event, causality with essure cannot be excluded. Consumer reported that laparoscopy was done to remove her damaged fallopian tubes. Although the exact nature of this damage was not specified, it is possible that this was referring to a fallopian tube perforation. Therefore, causality with essure cannot be excluded. Regarding couldn't breathe, due to its nature this event was assessed as unrelated to essure. Non-serious events were also reported. This case was regarded as incident due to required intervention and hospitalization. . Technical analysis is expected.

Manufacturer narrative:
(B)(4).